Event description:
Resident being transferred from bedside in sit-to-stand lift to bathroom. Near the bathroom the resident began falling and twisting toward left side of body. Metal clip on lift bent backwards and harness strap slid down lift handle. Resident still attached to the lift with right side of body. Resident then lowered to the floor by staff.